Event description:
Cell-dyn 4000 analyzer was generating an incorrect pt result. An initial hemoglobin result of 16.4 g/dl was generator by the analyzer in autoloader mode. The incorrect result also showed increased hematocrit and decreased wbc was platelet counts. No system initiated message (sim) or flag was generated on the report to caution the operator. A delta check failed which was noticed by the lab technician and the results were not reported out of the lab. Approximatley 30 minutes later the same specimen was re-analyzed in open model, yielding a hemoglobin result of 8.5 g/dl which was reported. Impact to pt management was unknown.